Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed button error. Blood glucose was 300 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with no up and down button response due to flattened button dome switch. No button error alarm noted during testing. No further tests could be performed due to unresponsive up and down buttons. The insulin pump was received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and broken pump belt clip slot.